Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin infection at the infusion site after an unspecified duration of pod wear. The patient stated that the pod adhesive failed, leading to complete detachment of the pod from the infusion site. The patient reported observing purulent discharge (pus), redness, and swelling shortly after cannula insertion, and observed a hole in the skin with dust and dirt following pod detachment. According to the patient, he waited approximately 5 days before seeking medical attention, reporting symptom onset on (B)(6) 2026. On (B)(6) 2026, the patient consulted a healthcare professional during a previously scheduled medical appointment, who diagnosed a staph infection and prescribed a 10-day antibiotic treatment.